Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical counselor reported a patient underwent an intraocular explant due to fuzzy vision and dizziness post intraoperative aberrometry. The explant was noted to be due to an aberrometer measurement miss. Additional information received states the patient is doing well.